Event description:
The customer reported that a nurse was shocked by an exposed wire when the ac input connector popped up. There was no report of serious injury.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.